Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-01456, 1627487-2023-01457, 3006705815-2023-01954. It was reported that both the patients scs and drg ipg have reached their end of service. It was also reported that the patient had high impedances on the l3 and s1 leads on their drg system. Reprogramming was performed. Surgical intervention was undertaken on (B)(6) 2023, where the scs ipg was explanted and replaced. The drg ipg was explanted along with the s1 drg lead.

Manufacturer narrative:
Date of event is estimated.